Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found the tubing through pinch valve vl45 had popped off the fitting at the differential mixing chamber. Pinch valve vl45 controls the delivery of stabilyse to the differential mixing chamber. The fse reattached the tubing and the instrument ran without any leaks and the differential sample pressure went back to normal. The repairs were verified per established procedures. Identification of failure modes: the cause of the leak was that the tubing through pinch valve vl45 popped off the fitting at the differential mixing chamber. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to cause erroneous differential results, due to improper stabilyse delivery to the differential mixing chamber. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The customer identified the differential sample pressure was low when the leak occurred. The volume of the leak was about 1 ml and was contained within the instrument. The operator was wearing a gloves, gown and goggles. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.